Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months and 12 days following the implant of this transcatheter bioprosthetic valve, infective endocarditis of the valve was reported. The following day, intracerebral hemorrhage developed. Subsequently the patient died. It is unknown if an autopsy will be performed.